Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2015; 439888 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead's defibrillation coil was exhibiting high and undefined impedance. The lead was capped and replaced. The cardiac resynchronization therapy defibrillator (crt-d) was being replaced due to battery depletion during the same procedure and the physician had a problem loosening the left ventricular port setscrew. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.